Event description:
The following events were noted through a periodic article review. The patient was admitted with chest pain and inferolateral st elevation. Myocardial infarction was diagnosed and the patient was taken to the catheterization lab. A 2.5 x 8 xience v and a 3.0 x 15 xience v were implanted in the obtuse marginal (om) artery. A 3.0 x 28 xience v stent was implanted in the posteriolateral artery (pla). Angiography 3 months post stent implant revealed a large aneurysm around the stent in the second om and some aneurismal changes around the stents in the first om and the distal pla. The stent in the first om was re-dilated using a 4.0 x 9 non-abbott balloon with good results. After post dilatation, the stent was nicely apposed to the vessel wall on ivus. Lifelong aspirin 100mg/day and clopidogrel 75 mg/day were recommended.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 15 and 3.0x28 xience v stents are being filed under separate medwatch MFR numbers. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced; however, a conclusive cause for the reported difficulties could not be determined. It was reported that 3 months post procedure, an angiograph was performed and it was noted there was a large aneurysm around the stent and some aneurismal changes around the other stents. Aneurysms are listed in the xience v instructions for use as known adverse patient effects with coronary stenting. A conclusive cause for the reported patient effects, and their relationship to the device, if any, cannot be determined. The lot history record for the product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported.